Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8047857, medical device expiration date: 2021-03-31, device manufacture date: 2018-02-16. Medical device lot #: 7314678, medical device expiration date: unknown, device manufacture date: 11/10/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was found stuck on a bd autoshield¿ duo safety pen needle and wouldn't retract into the outer cover. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Two sealed and intact 30g x 5mm spn samples were returned from lot no. 8047857, cat. No. 329605 along with one sealed and intact 30g x 5mm spn sample from lot no. 7314678, cat. No. 329605. Visual examination and an activation test were carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the shield was found stuck on a bd autoshield duo safety pen needle and wouldn¿t retract into the outer cover. There was no report of exposure, injury, or medical intervention.